Manufacturer narrative:
G4: this part is not approved for sale in the us but a similar part with catalogue# 54840016540 and 510k# k091974 and UDI # (B)(4) is approved for sale in the us. H3: product analysis: part# 54740016535 lot# h5743646 , after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the screw. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an t11-l2 posterior spinal fusion procedure in a patient diagnosed with spinal fracture. It was reported that the screws came loose during rod installation. When compression was applied to the place where the hook was placed, the vertebral arch broke and the hook could not be placed. The loosening of the screw was caused by fragile bone quality. There was a delay of less than 60 mins.  There were no further complications reported regarding the event.